Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012539491 was returned and analyzed. A visual inspection was performed prior to functional testing and dissection. No anomalies were identified during the external inspection of the sheath. The handle, shaft, and side port were all intact with no apparent issues. The tip of the sheath was also intact and showed no visible anomalies. However, visual inspection of the returned native dilator revealed damage at the tip. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. In conclusion, the reported "shaft kink" was not observed/confirmed during testing. The sheath failed the returned product inspection due to damage observed at the dilator tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, following groin insertion using the sheath 12fcc13 flexcath contour 12f, the distal part of the dilator kinked. The patient had an inguinal hernia and a very difficult anatomy, which contributed to the entiresheath kinking when fed over the wire in the groin area. The sheath was retrieved, and a new sheath was introduced via a stiff wire. The case was completed with cryo. No patient complications have been reported as a result of this event.